Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure? Other relevant patient comorbidities/concomitant medications? Product code and lot # mesh erosion site/location, symptoms and diagnostic confirmation? Please describe a conservative management provided for this erosion and dates? Was there any surgical intervention for this erosion? If yes, please provide dates and findings? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? Provide return date, tracking information?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted for stress urinary incontinence. Ten years later, the patient experienced mesh erosion. Additional information has been requested.